Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision (B)(4) of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002728, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002728 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 14-may-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5e01620 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 19-may-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5e01621 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 14-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e00298 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine l4-l8, on 11-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e01602 was manufactured according to the wi-4905078 version 42 and manufactured in the machine l4-l8, on 12-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.